Event description:
The patient presented into clinic and episodes of myopotential oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted and the device was reprogrammed. Additionally, the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.